Event description:
It was reported that a patient was having blurry vision and double vision after a few minutes of observing television, mobile screens, and while reading. The patient was able to perform daily activities but feels a little stress or imbalance between the eyes, as only one eye was operated on. The patient was using sequa 0.09% eye drops for dry eyes since the first week of (B)(6) 2024. The patient stated that, upon starting the medicine, it was like magic. Within a few hours, the vision was quite clear, but only for 3 to 4 hours. This lasted for 8 to 10 days. Now things are back to where they were. The patient complained that while typing on the desktop, the left eye image is not sharp, and adjusting head up and down helps to find a little clearer image. Once the eye goes blurry, it takes about 25 to 30 minutes to somewhat normalize for non-focusing activities. The patient mentioned that one surgeon has suggested lens replacement, but another surgeon did not suggest the surgery due to the risks involved. No further information is available.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: phone number:(B)(6). Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.